Event description:
The customer alleged that while the ventilator was connected to the pt, the hosp fire alarm sounded. The pt's door was shut as per fire drill procedures. During this time period became disconnected from the ventilator. The alarms could not be heard, resulting in the death of the pt. Once the fire alarm stopped, the ventilator alarm were heard. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and verified that the ventilator and ventilator alarms functioned as they should have. The unit passed extended self testing and performance verification testing. It has not been verified that the ventilator malfunctioned and it is source's belief that no ventilator malfunciton occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.